Event description:
It was reported that there was an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The unit was restarted which resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).